Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis. The patient's blood glucose (bg) values reached 499 mg/dl. For treatment, the patient was given a insulin drip and zofran for nausea. The pod was worn between 24 and 36 hours on the arm. The patient was discharged after 2 days.